Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: plastic distal end cover/probe cover was cracked; objective and light guide lens adhesive was corroded; bending section cover or distal sheath adhesive was cracked; due to wear of angle wire, the bending angle in the left direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the videoscope had air leakage. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: whitish foreign material was found inside the air water tube and air water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at bending section cover and biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.